Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. During the procedure, the infrarenal aortic neck was noted to be highly calcified and tortuous. After a trunk-ipsilateral leg component was advanced and implanted, a proximal type I endoleak was reportedly observed. An aortic extender component was reportedly placed at the same height as the trunk-ipsilateral leg component, however, a small proximal type I endoleak remained. The physician elected to monitor the endoleak, and the procedure was completed. Upon review of the final intraoperative angiography after the procedure, a retrograde type b aortic dissection with entry tear near the proximal origin of the left renal artery was suspected. Computed tomography imaging reportedly confirmed a dissection from the proximal edge of the stent grafts up to the ascending aorta. The cause of the dissection was unknown, however, it was reported that touch-up ballooning in a calcified region of the anatomy may have been a contributing factor. On (B)(6) 2022, the patient was transferred to another medical institution, and a reintervention was performed. Two additional stent grafts were placed to expand the true lumen and treat the dissection. According to the report, blood flow remained from the entry tear. No further treatment was performed, and the physician will continue to monitor the patient. The patient tolerated the procedure.

Manufacturer narrative:
Please note: this medwatch report captures the alleged vascular dissection attributed to the gore® molding & occlusion balloon catheter. Events associated with the gore® excluder® aaa endoprostheses have been captured and reported separately in medwatch report #3007284313-2022-02066. (B)(4). It should be noted the gore® molding & occlusion balloon catheter instructions for use (IFU) state ¿do not inflate the balloon in areas of significant calcified plaque. Balloon rupture and / or vessel damage may occur.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.